Event description:
It was reported that the device failed on the patient during ventilation with the alarm messages "device failure" and "o2 measurement failed". No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The log file of the device was analyzed for investigation. Based on the log file analysis, the reported event could be confirmed. The log file entries show that the device stopped gas delivery and opened the emergency breathing valve against the environment. Subsequently, the ventilation was set to standby mode by the user. According to the log file entries, the unit issued appropriate alarms. Based on the log file analysis a faulty circuit board of the gas mixing and dosing module was identified as the cause. The circuit board of the gas mixing and dosing module was replaced by dräger service and the device was subsequently tested without any deviations. The safety software of the device continuously monitors the correct operation of the device. In the event of a detected deviation with respect to the gas mixing and dosing module module, gas delivery is stopped and the emergency breathing valve is opened against ambient to allow spontaneous breathing. Audible and visual alarms are activated to inform the user of the problem. The device has responded as specified to the detected deviation with respect to the gas mixing and dosing module. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed on the patient during ventilation with the alarm messages "device failure" and "o2 measurement failed". No patient injury was reported.